Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient contact identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event the patient received an air detected in cassette alarm during cycle four of five. During troubleshooting it was verified that the connections were tight and the clamps were open. The treatment was cancelled and upon inspection the patient contact was unable to locate the source of the leak, no fluid was observed inside the cassette door or around the cycler. The technical support representative advised the cycler was available for continued use and to follow up with their peritoneal dialysis nurse. Additional information was solicited but unavailable.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a search of the complaint management system was performed of the lots delivered to the patient, with a time frame of three months before of the event date from 02/07/18 thru 05/07/18 resulting in 5 lots. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. The device history records of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.